Manufacturer narrative:
Exemption-e2013032. Total number of events summarized - 415. Ams apogee pc with intexen lp - 1. Ams apogee system - 31. Ams apogee system with pc coated intepro lite - 52. Ams elevate (not specified) - 19. Ams elevate anterior prolapse repair system with intepro lite - 110. Ams elevate pc anterior prolapse repair system with intepro lite - 1. Ams elevate pc posterior prolapse repair system with intepro lite - 1. Ams elevate posterior prolapse repair system with intepro lite - 70. Ams perigee system - 34. Ams perigee system with intepro - 83. Ams perigee system with pc coated intepro lite - 6. Unknown graft mesh - 7 - attachment: [procodewise summary report -otp - february 2016 submission.xls].

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. The device remains implanted. No further complications have been reported in relation to this event.